Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (6.3 mg/ml at 1.988 mg/day), clonidine (253.1 mcg/ml at 79.87 mcg/day), and bupivacaine (6.3 mg/ml at 1.988 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient came in because she was not feeling well. A 0.7 ml difference in what was supposed to be in the reservoir and what was extracted was witnessed. The event date was noted as (B)(6) 2017. The expected reservoir volume was 13.5 ml, and the actual reservoir volume was 12.8 ml. It was noted that the title of the report submitted by the representative contained the phrase "pocket fill." The pump was emptied and refilled, and the patient was monitored overnight. The issue was resolved. The patient status was alive - no injury. There were no complications reported or anticipated. Additional information was received. The patient's most recent refill prior to the event was on (B)(6) 2016. The hcp had brought forward the possibility of a pocket fill, because on the same date of (B)(6) 2017 the patient was hospitalized in (B)(6) hospital for surveillance. They left the hospital on (B)(6) 2016. A new refill was performed on (B)(6) 2017. The patient's pump was implanted on (B)(6) 2016. Additional information was received from a foreign healthcare provider (hcp) via a clinical study. It was reported the patient went in for a pump refill on (B)(6) 2016 and left with her friend. It was stated that "the volume took off was 11ml inside of 11.3" the hcp received a call from a hospital near the patient's home, saying the patient was sleepy and had received narcan. The patient stayed there one night, and then felt better to go home. The clinical diagnosis was overdose since the refill. The patient returned for a refill on (B)(6) 2017. 35.8 ml of drug was found in the pump, while the expected volume was 37.8 ml (also reported as 38.8 ml). The event resulted in prolongation of existing hospitalization; an emergency room visit, and an unscheduled clinic or office visit. Another examination was performed on (B)(6) 2017. Another refill was performed, and near the end the patient felt "budding on the site of the injection" but consciously okay. After 15 minutes the patient came back because she was sleepy and stayed one night. The event was possibly related to the device/therapy, and not related to the implant procedure. The event was related to the drug; the drug action that caused the event was a pocket fill. The event was ongoing.

Manufacturer narrative:
H3: the pump was returned and analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event outcome was updated to resolved without sequelae on (B)(6) 2017.